Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a fingerstick reading of 54 mg/dl, self-treated with oral glucose, then experienced subsequent hyperglycemia with a blood glucose of 384 mg/dl while using the ilet and allowing it to treat; this was attributed to improper or incorrect user procedure. Symptoms included sweating and frustration consistent with hypoglycemia and subsequent hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and no applicable device component issue was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.